Manufacturer narrative:
Device received a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify motor error alarm due to a33 alarm. However, device passed rewind test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm and it shuts down and it restarted. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap appeared normal or recessed. The customer reported that they were not recognizing the reservoir in the insulin pump and it was squirting insulin out. The customer stated that the insulin was squirting out during the manual prime process. The customer stated that the insulin continued to drip after motor stopped during the manual prime process. The customer stated that they were unable to exit the preparing to prime loop and were stuck in rewind complete or bolus delivery loop. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.